Event description:
It was reported that a patient with a 31mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to unknown reason. The tmvr was performed with a 29mm 9600tfx transcatheter valve. No other details were provided.

Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. This event was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 6900ptfx mitral valve underwent a valve-in-valve procedure after an implant duration of 8 years, 4 months due to thickened leaflets, restricted leaflet motion, and severe mitral stenosis. The patient recently underwent balloon valvuloplasty, which improved his symptoms temporarily but has since worsened. The patient presented with chronic diastolic heart failure nyha class 3-4. He was very deconditioned and frail. The tmvr was performed with a 29mm 9600tfx transcatheter valve, but was complicated by left ventricle perforation requiring emergent pericardiocentesis and cardiac surgery. The patient was taken to the ICU postoperatively.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, h6 (component codes, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.